Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 12mm x 380mm, standard nail using 1 proximal screw. Sign fracture care international continues to monitor these events as part of our post market surveilance activities. This case was originally evaluated and investigated on 12/15/2014. Because there is no record of the original fracture treatment, the case was not correctly flagged as an adverse event. Sign's 2015 internal quality system audit discovered the failure to submit and MFR for this case.

Event description:
We became aware on (B)(6) 2014 that a sign im nail implanted to repair a fracture of the left femur was replaced due to a non-union.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 12mm x 380mm, standard nail using 1 proximal screw and 2 distal screws. Sign fracture care international continues to monitor these events as part of our post market surveillance activities. Because there is no record of the original fracture treatment, the case was not correctly flagged as an adverse event. Sign's 2015 internal quality system audit discovered the failure to submit and MFR for this case.

Event description:
We became aware on 12/09/2014 that a sign im nail implanted to repair a fracture of the right femur was replaced due to a non-union.